Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a question mark was displayed on the erbe monopolar connection. The intuitive surgical, inc. (Isi) clinical sales representative (csr) called the isi technical support engineer (tse) from offsite and stated that the surgeon had texted them to inform them about this. The isi tse advised that this indicated that the erbe could not detect and read the instrument, possibly due to a bad instrument cord or a bad instrument cord connection. The isi tse recommended reseating the cord and replacing the cord if the issue persisted. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe due to intermittent errors and because the unit would not recognize instruments. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed, and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The complaint regarding a question mark on the erbe was confirmed based on failure analysis.